Manufacturer narrative:
On 1-mar-2025, the product investigation was completed. However, no data was provided for analysis. Device investigation details: an investigation was initiated by the manufacturer to investigate the issue. The data was requested for investigation, but no data related to the issue was provided, as result, it was not possible to reproduce or analyze the issue. The root cause of the reported map shift issue was not determined. A manufacturing record evaluation was performed for the system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto 3 system and several pulse field ablations (pfas) into the procedure, all the electrograms disappeared on the carto 3 system and the recording system. All of the catheters disappeared on the carto 3 system. There were no errors and the patches were all in the same position. Signal loss was observed on both the body surface (bs) and intracardiac (ic) channels. The affected catheter was inside of the patient's body when this occurred. Additionally, the coronary sinus catheter was about 20 mm higher than the original shadowed position. The medical team confirmed no patient movement, the back patches were in the proper position, there were no changes to the patient's breathing, and no cardioversion. This occurred after the pfa. The medical team did not lose any of the matrix, so they created a new map to continue the procedure. No patient consequences were reported.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).